Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an inaccuracy during the planned case of CT to fluoro, guidance system cortical fix screws and midline lumbar fusion (midlf) approach. The mounting options included a medium schanz pin (placed securely in posterior superior iliac spin (psis)), schanz adaptor, metal bridge and two tear drops into armpit of guidance system. Registration was immediately successful. Screws were inserted at l4 left, l4 right, l5 right, l5 left. All screws thought to be inserted successfully with correct technique. Wide exposure, 10.5 arm guide, cannula, dilator, drill, tap, screw (on drill). Imaging system spin was then completed and identified that all screws were bilaterally shifted to the right. L4 right and l5 left required revision. They removed these two screws. Checked nav-to-robot accuracy using chicken foot in arm guide divot, it was accurate. Used chicken foot on known anatomical landmark and this was also accurate. Reinserted these two screws and respun to check. This showed that the screws were incorrect again, had gone to same location as the first time. Opted for scan and plan, first spin the star marker was not found, second spine the star marker was found. Replanned the l4 right and l5 left screws down new trajectories to avoid them falling down the same incorrect tract as previously. Inserted and spun, still incorrect. Checked nav-to-robot accuracy and it was incorrect. Chicken foot was showing lateral to arm guide divot. They reacquired snapshot, immediately rechecked accuracy and it was still wrong. They repeated this twice more and it never ameliorated. Decision was then made to abandon the guidance system and the original surgical plan, switched to the navigation system navigated solera transforaminal lumbar interbody fusion (tlif). Patient did not suffer any neurological deficits but operation time was delayed by around 4 hours. Case was completed using the navigation system, transpedicular screws, and tlif approach. A review of the unit was completed and it failed on joint one of the stress test. The manufacturing representative (rep) then ran the calibrations and it passed the joint one stress test the second time. It was also noted that the rep found that the table they always use had a bit of wiggle even when locked.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:asm0206, serial/lot number: unknown a1-a4 patient information unavailable. H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.